Event description:
Customer reported that she had high blood glucose of 489 mg/dl and ketoacidosis twice yesterday and the insulin pump was not working properly. Customer stated that she treated her high blood glucose with two manual injections and her blood glucose dropped to 45 mg/dl. Customer stated that she changed her reservoir and infusion set three times. Customer refused troubleshooting. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.